Event description:
It was reported that screw fell out during procedure. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited.he device will not be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).